Event description:
The home patient (hp) contacted baxter's technical service center regarding a broken line which occurred on the homechoice (hc) during use during drain 4 of 5. The hp had pressed stop. The baxter technical services representative (tsr) had the hp close the clamps, disconnect, and cycle the power. The hc then alarmed 'power restored,' and showed drain 4 of 5. The drain volume equaled 812ml. The tsr assisted to end therapy and get the set out. The tsr asked the hp if the inside of the hc was wet, and it was not. The hp stated that there were 5 tubes coming out of the set. The tsr asked which tube was damaged, and the hp stated that it was the center tube that was leaking about 5 inches from the cassette. The tsr asked the hp if the tube had broken. The hp stated that he could not see it because he had taped it. The hp asked if it were possible to get an infection. The tsr stated that it was and that was why the hp should contact his nurse. The hp would hold on to the damaged set. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that the lines of the cassette "looked like someone had tried to cut them with pliers". The leak had gotten onto his carpet and table, but he was not exposed to the leaked solution. He had contacted his nurse about the event, and she had given him preventative antibiotics within 24 hours. She had monitored him for peritonitis, but the patient never had any adverse effects related to this incident. The patient was continuing therapy on the homechoice successfully.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was a tubing hole. The sample was returned to baxter and underwent a visual examination as well as a performance test. A leak was noted during performance testing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.